Event description:
It was reported that the patient continued to have complaints of pocket pain and fever. Unresolved infection was also reported. The entire system was removed and a new system implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) no anomalies were found. The proximal segment of the lead was returned and analyzed. Further testing revealed that the proximal condutor was distorted, all conductors had blood/body fluid (not obstructed), outer insulation was breached cut and had a cosmetic depression, the lead was stretched, and there was apparent explant damage. (B)(4) no anomalies were found. The medial segment of the lead was returned and analyzed. Further testing revealed that all conductors had blood/body fluids (not obstructed), outer insulation had cosmetic environmental stress cracking, the lead was stretched, and there was apparent explant damage.